Manufacturer narrative:
As reported, the outer edge of the 3dmax light mesh was found to be damaged. As reported the mesh is being returned for evaluation but has not yet been received. A photo was provided confirming a single small crack in the edge seal of the mesh. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, when the inner packaging of 3dmax light mesh was opened, it was found that the outer edge of the patch was damaged. It was reported that there was no damage to the inner packaging and the product packaging was completely sealed before opening. It was reported that another new device was used. There was no patient injury.

Event description:
As reported, when the inner packaging of 3dmax light mesh was opened, it was found that the outer edge of the patch was damaged. It was reported that there was no damage to the inner packaging and the product packaging was completely sealed before opening. It was reported that another new device was used. There was no patient injury.

Manufacturer narrative:
As reported, the outer edge of the 3dmax light mesh was found to be damaged. As reported the mesh is being returned for evaluation but has not yet been received. A photo was provided confirming a single small crack in the edge seal of the mesh. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The sample evaluation confirmed there was a crack/tear in the edge seal of the 3dmax light mesh. Based on returned sample evaluation performed, the reported condition is confirmed as manufacturing related. An awareness dissemination/training was provided to 3dmax personnel. Updated fields: updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Corrected field: h4. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.